Event description:
It was reported the patient had his spectra penile prosthesis replaced with an ambicor penile prosthesis due to unspecified reasons. No patient complications were reported in relation to this event.